Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(4)2019. The patient stated on (B)(4)2019 at around 11:30 am, they returned home from the grocery store and their cgm reading was 200mg/dl. While he was trying to unlock his door, he suddenly felt dizzy. His neighbor noticed him leaning against his door and helped him walk inside the house. The patient then passed out and was rushed to the hospital. When he woke up, his endocrinologist told him that he had experienced hypoglycemia with a blood glucose reading of 21mg/dl. He was given sugar solution to raise his glucose level and was discharged when the level returned to normal. At the time contact, the patient was feeling fine. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Describe event or problem - correction to the following statement in the initial MDR: the reported glucose values fall within the c zone of the parkes error grid.

Event description:
The reported glucose values fall within the e zone of the parkes error grid.